Event description:
It was reported the patient is experiencing pain, redness, and swelling at the ipg site. The patient also claimed the ipg site was hot to the touch. The patient met with an sjm rep when she went to the emergency room due to the symptoms. An infection was thought to be present. The alleged symptoms were not found by the sjm rep nor the doctor. Lab work was done and no infection was present. The patient will follow-up/meet with an sjm rep on a later date.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.